Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements that were greater than 3000 ohms. The lead was repositioned, and the pacing system analyzer (psa) cable was switched from the atrial channel to the ventricular channel, but the impedance issue could not be resolved. This lead was removed and a new lead was implanted successfully. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Conductor coils were observed to be stretched at 120 mm from the terminal end; however, this had no impact on the electrical continuity of the lead. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the high, out-of-range pacing impedance measurements observed during the implant procedure.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements that were greater than 3000 ohms. The lead was repositioned, and the pacing system analyzer (psa) cable was switched from the atrial channel to the ventricular channel, but the impedance issue could not be resolved. This lead was removed and a new lead was implanted successfully. No adverse patient effects were reported. The attempted lead was returned for analysis.